Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had coating peeling off, and the wire was exposed. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found customer reported that the coating was peeled off, exposing the wire. Failure analysis confirmed retracted conductor wire insulation at the yaw pulley, matching the customer complaint. Insulation was damaged with exposed but intact internal wires; instrument passed electrical continuity test, and no sharp or damaged components were found to cause the issue. The probable root cause is attributed to bipolar conductor wire insulation damage are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.